Event description:
Per the audiologist, the pt reported dizziness and non-auditory stimulation when using the cochlear implant system. An x-ray done in 2008 showed the electrode array was not inserted into the cochlea. The pt's device was explanted on nineteen days later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.